Event description:
It was reported that customer was unable to disconnect the spike of a non-baxter administration set from the administration port of an unknown baxter 100ml intravia bag. This occurred at the end of and epidural patient infusion with ropivicane - fentanyl. The reporter stated that when the customer attempted to remove the spike from the administration port, the port ripped from the solution bag. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.